Event description:
Enclosed please find one page of information, about a medical device, that was reported to straumann USA as dental prosthesis failure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).